Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with the monopolar curved scissors identified with a cable torn. Instrument was returned to intuitive surgical, inc. (Isi) for evaluation. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.